Event description:
Two (2) discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample results were obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely elevated patient results were reported to the physician and were not questioned. The same samples were reprocessed on the original dimension® exl¿ 200 integrated chemistry system with a new lot fa4014. The reprocessed results were considered correct but not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) patient results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated loci high-sensitivity troponin I (tnih) patient sample results obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information on (23-june-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc observed the quality control (qc) and patient results from the loci high-sensitivity troponin I (tnih) reagent lot to lot variance were within the siemens healthineers manufacturing limits. The probable cause of the event is sample handling affecting the patient correlation results. A potential product issue was not identified. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00105 was filed on 19-may-2023.